Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; however, pictures were provided. Visual examination of the provided pictures identified the tip of the device had fractured. No further evaluation can be made from the provided picture. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. This complaint cannot be confirmed. The reported event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the shell inserter had a broken threaded tip. Though requested, no additional information was available.